Event description:
The nurse received needle stick due to slow activation of safety device. They have been experiencing a one to three second delay with the needle retracting.

Manufacturer narrative:
The sample is currently being investigated. Upon completion of the investigation, a supplemental report will be submitted. (B) (4)